Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1870. No adverse effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump found that the front housing was chipped. The review of device history log identified following event: 988> error - 1871 - (B)(6) 2015 12:32:00 pm recorded in the event log functional testing included simulated use. During power up of the pump displayed lec 1870. 1870 error is motor_timeout1. The pump was opened and motor tested. Testing found the motor was non-functional. The customer's issue was able to be duplicated. The complaint was confirmed. The problem source was identified as faulty motor.